Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a device replacement procedure, this right ventricular (rv) lead exhibited shock impedance measurements of zero to 78 ohms in different vectors. Defibrillation threshold (dft) testing was performed, which was unsuccessful with the first and second induction, but shock impedance measurements were normal at 61 and 62 ohms. The third induction successfully converted the patient with a shock impedance measurement which was noted to be normal. Shock impedance measurements were normal in all vectors at the completion of the procedure. The device was programmed distal coil to can since the procedure and shock impedance measurements were in the 60 ohms range. It was programmed back to triad, and shock impedances were 44 ohms. In coil to coil, shock impedances were 70 ohms. In rv coil to can, shock impedances were 57 ohms, and in ra coil to can, shock impedances were 72 ohms. The patient was brought to the clinic for diagnostics. Pocket manipulation was performed, which showed no changes. A request was made to have data from this device analyzed. Data analysis showed that the shock impedance measurements in all 3 vectors measured normal. All the stored ventricular episodes with shock attempts in rv coil to can had normal shock impedances. Noise was noted on the shock electrogram (egm), which appeared to be non-physiologic noise. No hardware problems were found with the device. The plan was to remain with the rv coil to can programming and continue to monitor the patient. No adverse patient effects were reported. The lead remains in service.